Event description:
It was reported that the wires were sticking during a procedure. There were no allegations of adverse consequences associated with this event.

Manufacturer narrative:
The device was returned to the MFR for investigation. Based on the quality investigation, the impreglon coating on the device was worn off. This condition could cause the device to stick, and not allow the collet to release the wire.